Manufacturer narrative:
Device evaluation: device expired. Unable to replicate the failure mode. The device extends and retracts back up the ramp.

Event description:
Patient procedure involving use of a turbo-tandem device. A complaint was generated reporting that the laser catheter did not go back from the ramp. Upon entering the complaint information into the data base, the lot # of the device was also recorded, which reflects the device's manufactured date. It was discovered at this time that the device was used past its expiration date, which is two years from the manufactured date. This expiration date is printed on the device label. Case was completed without adverse event and patient was discharged per operative plan.